Event description:
Additional information received for report mw5161187 on 11/13/2024. This is being submitted on november 11, 2024, as the 30-day response to a medwatch which was reported on: (B)(6) hardware removal surgery: (B)(6) 2024 surgeon - (B)(6) reason for removal: potential systemic adverse reaction. One (1) month post implant (B)(6) 2024 the patient developed severe itching and hives. Hives appeared on upper part of the body. Eczema developed and chronic inflammatory skin conditions persisted and expanded over his entire body. Numerous visits and emails to primary care, 2 allergists and dermatology beginning in (B)(6) 2024. Patient started on xolair for hives (B)(6) 2024 and continues on this therapy. Patient has been on steroid cream for eczema and continues on this therapy. Patient requests that this be reported and investigated as a potential allergic reaction to the implant screws which are titanium alloy (ti6al4v), although its not clear if there was any problem or issue with the design or manufacture of the device itself. Patient has possession of the removed implants. There was other hardware from another company which was placed on the left lateral ankle. On november 11, the 30 day response is being submitted. 30 day reporter: (B)(6). Title: quality engineer. Reference reports mw5161186, mw5161188, mw5161189.

Event description:
Patient had a locking fibula plate and screws placed on (B)(6) 2024 resulting from a broken ankle. The implants were removed (B)(6) 2024 due to some sort of allergic reaction/immune response. Orif surgery: patient name - (B)(6), date of surgery - (B)(6) 2024, surgeon - (B)(6), hospital / facility - (B)(6); vi hardware removal surgery: date of removal - (B)(6) 2024, surgeon - (B)(6), hospital / facility - (B)(6); reason for removal - potential systemic adverse reaction to the hardware. One month post implant ((B)(6) 2024) the patient developed severe itching and hives. Subsequently eczema developed and chronic inflammatory skin conditions persisted and expanded over his entire body. Patient requests that this be reported and investigated as a potential allergic reaction to the implant screws which are titanium alloy (ti6al4v), although its not clear if there was any problem or issue with the design or manufacture of the device itself. Patient has possession of the removed implants. Ref reports: mw5161186, mw5161188, mw5161189.